Event description:
It was reported that cartridge alarm 20 occurred during cartridge loading despite caller following prompts and using proper load process, and caller had also experienced cartridge alarms with consecutive cartridges on same pump. There was no adverse impact to the customer¿s blood glucose level. Customer successfully loaded new cartridge and resumed insulin therapy with guidance from technical support, and pump was arranged for replacement.